Manufacturer narrative:
Concomitant medical products: 250ml baxter bag, lot 17e 4v494, exp 2019-04, norepinephrine in 5% dextrose; therapy date: (B)(6) 2017. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer stated that during an infusion of 250ml bag of 16mg norepinephrine in 5% dextrose, the nurse noticed a crack at the silicone portion of the tubing which was leaking. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the silicone segment was confirmed. Functional testing resulted in the set leaking from the top of the silicone segment. Inspection under magnification showed that the leak was from a small hole on the silicone segment. No tool marks or crush marks were observed on the upper fitment near the hole. The cause of the leak is a small hole in the silicone pump segment. The root cause of the hole/damage could not be identified.